Manufacturer narrative:
A: patient information is unknown. E: initial reporter information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A purge disc was inserted into the purge disc receiver; however, the receiver did not detect the purge disc when inserted. The reported events are purge disc not detected, medical device removal, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was restored without any known adverse events.